Manufacturer narrative:
Occupation: n/a. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the operation to clip the cystic duct, the patient experienced serious abdominal pain. The patient underwent an ultrasound that showed the seroperitoneum, and doctor considered it potentially biliary leakage. The patient was re-operated, and during the operation they could see the absorbable clip broke, and stump of cystic duct had biliary leakage. The doctor used suture to close cystic duct, and took out the broken absorbable clip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.